Manufacturer narrative:
Pt age/date of birth: (B)(6) 1952. Patient'' visual acuity 20/70 blurry on (B)(6) 2015. Patient complained of headaches, right eye (od) feels bigger sometimes, patient feels off-balance since having surgery in her right eye, and can't see to drive at night. Patient's visual acuity 20/100 on (B)(6) 2015. Corneal topography: regular astigmatism. Medical history: systemic hypertension. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens explant occurred on (B)(6) 2015, (not (B)(6) 2015 as originally reported) there was a vitrectomy to remove the lens. The patient was doing well post-op. The patient had secondary refractive amblyopia. The follow updates have been entered. Date of event: (B)(6) 2015. If explanted; give date: (B)(6) 2015. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: the intraocular lens was the lens was not be returned to the manufacturing site for evaluation; therefore, an investigation was not possible. The reported complaint could not be confirmed. Manufacturing record review: the intraocular lens manufacturing records were reviewed. The product was manufactured according to specification. At final inspection all products are subject to cosmetic inspection prior to optical testing. The in-line optical inspection data shows the lens is within power specification; hence the lens meets the specified cosmetic requirements. A search on complaints related to the production order revealed that no other complaints for this order number were received to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. Labeling review: the directions for use (dfu) adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Pt age/date of birth: unknown /not provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported by the patient that the intraocular lens (iol) was explanted from her right eye approximately 4.5 months post implant due to blurry vision. No additional information was provided.